Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of hearing a "chirping" noise from their implantable cardioverter defibrillator (ICD). The device was attempted to be interrogated but was unable to establish telemetry via wired or wireless telemetry and utilizing different programmers. The patient has a history of multiple ICD shocks secondary to atrial fibrillation with rapid ventricular response (af w/rvr) that are reported by patient to be exacerbated by methamphetamine use. It is suspected the device has reached end of service (eos) and a report of premature battery depletion/unexpected longevity as the device lasted approximately eighteen months. The device has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.